Event description:
(B)(4) study. Same case as MDR ID 2134265-2012-01945. It was reported that after a stenting treatment procedure, the patient experienced a myocardial infarction. The subject was enrolled into the (B)(4) study in (B)(6) 2011. The target lesion #1 was located in the 1st obtuse marginal (om) with 90% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. The target lesion #1 was treated with direct stenting using a 2.50 x 32 mm promus element stent with 0% residual stenosis. The target lesion #2 was located in the proximal lcx (left circumflex artery) with 60% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The target lesion #2 was treated with direct stenting using a 3.50 x 12 mm promus element stent with 0% residual stenosis. A non-target lesion located in the mid rca (right coronary artery) with 60% stenosis was treated with placement of a 2.75 x 23 mm non-bsc drug eluting stent. Residual stenosis was 0%. One day post index procedure, the subject experienced elevated troponin and a non q-wave myocardial infarction (mi) was reported. The subject did not experience any ischemic symptoms and no action was taken to treat this event. The event was considered resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).